Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional quantity of wafers from an unknown market units and lots as reported by the end user. The end user stated she knew she had used some wafers with off center starter hole over the last several months. She stated she had some seepage of stool behind the wafer that it is in her opinion was related to using a wafer with off center starter hole.